Event description:
It was reported that the patient walked into an object, causing the pocket scar to re-open and the implantable cardioverter defibrillator (ICD) to become exposed. The ICD and ventricular leads were removed. A new system will be implanted at a later date. The patient was a participant in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, lead, implanted (B)(6) 2009; 1642t, lead, implanted (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The device met the nominal expected longevity.